Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient remains in the hospital since the pump was implanted and had epitaxis. The patient's nose was packed by an ears/nose/throat (ent) physician. It was also reported that the patient was having issues with right heart failure and is currently on dobutamine and milrinone drip. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.